Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported by associate that during return inspection of a hd arthroscope/sinuscope 4.0mm x 30 deg x 167mm (mitek lock), it was found that scope had cloudy picture. No surgical delay or patient consequence reported.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary : the device was received and evaluated at the service center. The reported complaint that the cope had cloudy picture, was confirmed. The ffollowing defects were found with the device upon evaluation : -outer tube damaged, distal tip damaged. -illumination fibers broken, illumination low. The device was repaired, tested and found to be working according to specifications. User mishandling is the most probable root cause of the physical damage to the device, which in turn, would have caused the complaint reported by the customer. A manufacturing record evaluation was performed for the finished (serial number (B)(6) and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.